Event description:
The account alleged that the head section is slowly drifting down and the shrouds are not touching the CPR pedal. A pt was in bed, but not injured.

Manufacturer narrative:
Repairs have not been completed.